Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the reported univ-drill-guide 3.5 was broken during surgery when the surgeon placed it on the patient¿s bone. The surgery was complete with a delay, but the specific length of the delay is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing investigation was performed for the subject device. The subject device was received with the 3.5 mm diameter drill sleeve broken off from the handle. The broken off drill sleeve shows marks and wears presenting that the two and a half year-old device has been in frequent use. The microscopic investigation shows that the separated parts have solder leavings on both bonding areas which proved that the solder bond met the specifications at the time of manufacturing. The manufacturing and material records were reviewed and no deviation to the specification was found. We are not able to determine the cause of breakage. It is likely that a mechanical overloading situation caused the breakage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.